Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymph nodes are swollen underneath armpit and all inflamed.

Event description:
Patient reporting having "issues with the ducts, lymph nodes, and cysts". Patient has further reported "lymph nodes are swollen underneath armpit and all inflamed". Device remains implanted. The affected side is unknown.